Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. This MDR is being submitted as a part of a retrospective review and remediation effort focused on service, repair, and parts replacement records. A CAPA has been opened to manage the actions related to remediation of service records and complaint files and any required MDR reporting.

Event description:
It was reported that the customer received 6 out of 30 front case assemblies with keypads that had defective buttons for the pcu. The customer returned the parts.